Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a competitor's laparoscopic gastric band revision procedure, the devices were all leaking pneumo consistently throughout the case. Two other devices were changed out and used to complete the procedure. One device was used as the camera port and used throughout the case. A second insufflator machine had to be used to maintain the flow. No adverse consequences reported.